Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was implanted in december 2015 and afterwards patient suffered from an infected wound, which was cleaned. The infection has currently solved. No trauma has been reported. Patient is being monitored.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. According to the report the patient suffered from an infection, however no available information points to the implant being the source of infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The device was implanted in (B)(6) 2015 and afterwards the patient suffered from an infected wound, which was cleaned. No trauma had been reported. The patient has been re-implanted.